Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was defective. No device malfunction was suspected per the physician. The patient underwent an ipg replacement procedure and the explanted ipg was discarded. No further information has been obtained despite good faith efforts.